Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard did not retract. The following information was provided by the initial reporter: these catheters don't work-we push the button to retract the needle and it doesn't work. Have to literally pull it apart and by then the IV site is compromised.